Manufacturer narrative:
Date of report : 05jun2019, date rec¿d by MFR : 03may2019. The manufacturer¿s international service technician could not confirm the reported issue. The reported issue was unable to be confirmed by operational check performed. It can be assumed that the reported noise was caused by an operational sound of the oxygen solenoid valve which controls high-pressure oxygen. Since no abnormality was confirmed by functional test, it has been determined that there is no abnormality in the unit the customer cancelled the repair and the unit was returned submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number: unknown. Reporter: phone not provided. Device evaluated by MFR: a follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator has noise. The unit was in clinical use at the time the reported issue was discovered. There was no harm to the patient or the user.